Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached currently we experienced IV filter clogged 3 times at the xxxx. The total infusion time is 4 hours and the filter clog occurred around 3rd hour (twice) and 1st hour (once). May I have your support to resolve this problem?

Manufacturer narrative:
Initial MDR made in error- cancel- duplicate to pr (B)(4).

Event description:
Cancel- duplicate to pr (B)(4).